Event description:
Per the clinic, the patient experienced poor performance with device use due to difficulty placing the external processor on the head. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.